Manufacturer narrative:
Leaflets not coapting typically would result in regurgitation any may require exchange of the device. A serious injury or death may occur as a result of the exchange. Surgical /percutaneous intervention may be performed after the initial surgery. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry, it was learned that a 27mm mitral valve was explanted on pod #0 due to severe regurgitation secondary to failure of coaptation of a leaflet. The explanted valve was replaced with a 27mm mitral valve. Per medical records the patient presented with severe mr and underwent mvr with a 27mm valve, resuspension of the aortic valve, ascending aorta replacement, laa occlusion with clip, and pfo closure. The patient was weaned from cpb, and echo revealed severe central mr with no perivalvular leak. The patient was re-cannulated, cpb was resumed. The valve appeared to be seated properly, however, there appeared to be a failure of coaptation on one leaflet. The mechanism of failure was unclear. There were no obvious technical issues with the valve placement. The 27 mm valve was explanted and replaced with another 27mm valve. The patient was weaned from cpb. The post cpb echo demonstrated a properly functioning, well-seated mitral bioprosthetic valve with no regurgitation. The patient was transferred to recovery in critical but stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
This event was found to be a duplicate report. Please refer to manufacturer report number 2015691-2022-05891. For investigation associated with this event.